Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture as the result of a fall involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised due to a femoral periprosthetic fracture sustained in a fall. An accolade tmzf stem, 36 -5 v40 cocr head, and liner were revised to a restoration modular stem construct, 28 +4 lfit v40 metal head, adm/mdm liner construct, 8 cable and sleeve sets, and a trochanteric grip plate.